Event description:
The customer reported physical damage. No patient involvement.

Manufacturer narrative:
Additional information added to h10. The investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Manufacturer narrative:
The affected device has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported physical damage. No patient involvement.

Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they replaced carriage block assembly, tube drivearm, shaft seal, flange gripper retainer, and left & right iui connector. Performed calibration. A review of the device history record for sn (B)(6) was performed from date of manufacture 03/14/2016 to present date 01/15/2021, and note that this device has been returned for service once without correlation to the customer reported issue or service repair. Also, there were no production failures indicated on the source device. Based on the findings, service determined that the proximate cause of the reported issue was due to wear/damage of the carriage assembly - split nut. The customer reported problem was confirmed. The device was repaired, passed all required testing and specifications, and released back to the customer. There are CAPA #'s noted for the following parts replaced that have an already existing CAPA. CAPA #ca-2018-0161 for iui's. CAPA #fi-2017-0015 for gripper.

Event description:
The customer reported physical damage. No patient involvement.